Manufacturer narrative:
D10 concomitant products: 72203012, dense tis shaver plus 72203012 truclear (lot #: 5878322). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after procedure one blade exhibited excessive leakage while being window locked, compromising visualization and increasing fluid usage. Additionally, another blade did not come window locked as expected, requiring a manual window-locking procedure and adding complexity to the surgery. There was no patient involved.

Event description:
It was reported that after procedure, one blade exhibited excessive leakage while being window locked, compromising visualization and increasing fluid usage. Additionally, another blade did not come window locked as expected, requiring a manual window-locking procedure and adding complexity to the surgery. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the device did not appear to window lock when activated. It was reported that the blade did not come window locked as expected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 72203012, dense tis shaver plus 72203012 truclear (lot#5878322); 7209808, 7209808 truclear control unit (serial#unknown); 7209807, 7209807 truclear handpiece (serial#unknown); 7209820, 209820 truclear footswitch (serial#unknown) additional information: e1(facility name, street 1, city and postal code), g3, h3 correction: a1 should be blank, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the procedure, one blade exhibited excessive leakage while being window locked, compromising visualization and increasing fluid usage. Additionally, another blade did not come window locked as expected, requiring a manual window-locking procedure and adding complexity to the surgery.

Manufacturer narrative:
Correction: h6 (fdr-c24) remove fdp/ime/imf: c172031, c172010 add fdp/ime/imf: c53269. Additional information: g3 this event has been reassessed and the reportability has been determined to be a reportable malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.